Manufacturer narrative:
Findings: all button function properly however moisture damage was found on keypad traces. No button error alarm noted. Pump was received with scratched lcd window, cracked case near display window corners, cracked reservoir tube window thru reservoir tube and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer reported via phone call indicating that they had issues with the keypad on their insulin pump. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the buttons do not respond. The customer sent the product back for analysis.